Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center shows black screen. The issue occurred during an unspecified event. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was returned to olympus for inspection. And the customer's complaint was not confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of the phenomenon was not established. The reported issue of blank screens was not reproduced, during inspection. Olympus will continue to monitor field performance for this device.